Event description:
The customer reported that the device was failing the operational check defib test.

Manufacturer narrative:
(B)(4): the customer reported that the device was failing the operational check defib test. There was no report of pt impact. The device was evaluated by philips, and the symptom verified. Multiple parts were replaced to resolve the issue. We are considering this a malfunction. We cannot determine the cause since multiple parts were replaced.